Manufacturer narrative:
The intraocular lens was not received and is currently being evaluated at the manufacturing site. The lens met all manufacturing specifications prior to release. The initial lens implant of 25.5 diopters was replaced with a 22.0 diopter suggesting this event was not caused by the iol. A supplemental MDR will be filed as necessary when additional reportable information becomes available.

Event description:
It was reported by the surgery center that an implanted intraocular lens(iol) was removed and replaced without complication due to the patient's complaint that she couldn't see. A new lens was successfully implanted.

Manufacturer narrative:
The returned iol was measured for diopter and was correct as labeled, 25.5 diopter. The iol met all specifications for optical properties. Our investigation identified no product deficiency, suggesting that this event was not caused by the iol. All information available is included in this report.